Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during testing. However, the device was put through extensive testing including bench handling, power cycling and reassembling the unit without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.